Event description:
MDR #s 1036844-2014-00363 and 1036844-2014-00364 for the first two events with the same patient. This is the third of three occurrences. It was reported that the patient involved was a (B)(6) year old male hemodialysis patient, 1.8m tall weighing (B)(6). In the uti, this catheter was placed in the patient's subclavian and during use, the catheter reportedly again "callabated" or blocked resulting in a pneumothorax and in turn drainage of the chest. As a result, the catheter was again removed and replaced, however, the physician wrote that the problem wasn't solved, and would not give more details. A delay and complications were reported.

Manufacturer narrative:
(B)(4). The device will not be returned.